Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported experiencing a buzzing sensation at the back of their head whenever driving by power plants and noted getting headaches and feeling nauseous when near high-intensity power lines. Patient stated that they were unable to use their "sterile system" due to interference. Patient also stated that they almost "ruined" a vehicle after making adjustments with the computer underneath their seat, not realizing how strong their ins was. When asked for event date, patient did not provide a definite answer and just said that it happened every time they go see their son. The patient was redirected to their healthcare provider to further address the issue.